Event description:
A 10fr jackson pratt (jp) channel drain placed in patient during surgery. Upon removal, registered nurse (rn) met resistance. Rn notified the physician who guided her through the removal of the jp drain. The tip of the device was examined and appeared intact. A few weeks later, in follow up visit surgeon, noted retained foreign object (rfo), piece of broken jp drain. Patient returned to surgery and retained drain tubing was successfully removed. Patient was discharged home the same day. Jp drain not saved.